Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The bipolar instrument was analyzed and found to have charring and localized melting at the grip base between the grips. The instrument does not show damage to the conductor wire. The instrument passed the electrical continuity test. The complaint was confirmed by failure analysis. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: thermal damage was first observed at pre-anesthesia. There was no arcing observed during the procedure. There was no injury to the patient. The instrument was inspected prior to use and there was no damage or anything out of the ordinary. There was no material missing or detached from the instrument or no fragment fall into the patient. There were no photographic images of the device(s) or a video recording of the procedure available for isi review. The instrument was available for return to isi for evaluation.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, there is a burning between the jaws from the maryland bipolar forceps instrument. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the maryland bipolar forceps (mbf) instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.